Event description:
It was reported by a physician that the patient came into the office stating that he had an increase in seizures. The frequency of the seizure activity was not known, but he also had some "warmth" in his neck that occurred "every once in a while", which had been occurring for approximately six months. All diagnostic testing was reportedly within normal limits with dcdc=2 and eos=no. The physician was no longer able to see the patient due to insurance issues, but the patient was stated to be non-compliant with his medications and follow-up visits. Follow-up from the physician indicated that the symptoms in the patient's neck may be related to vns, but it was unclear if the change in seizures was. Also, it appeared that a battery replacement surgery was suggested to the patient, but due to coverage issues this was unable to be performed. Furthermore, the office stated that the frequency of the seizures was unknown as the patient had issues with non-compliance. Attempts for further information have been unsuccessful to date.